Event description:
It was reported by repair work order that the mattress had fluid intrusion due to a damaged cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the mattress had fluid intrusion around the zipper. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the mattress had fluid ingress due to a damaged cover. Follow-up submitted as further investigation confirmed most of the fluid ingress appeared to be around the side areas near the zipper. The zipper will not prevent fluid from getting through and so the mattress top cover has a watershed flap that, when used correctly, will prevent fluid from entering the mattress. No mattress malfunction was found. Mattress was scrapped.